Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported she experienced a low blood glucose event. Customer stated that her mother says that her blood glucose dropped to 35 mg/dl and she was not responding. Her brother who is a emergency medical technician, started pouring juice down her throat. Customer stated that now she has high blood glucose of 577 mg/dl. She experienced nausea, headache and vomiting. Customer treated with 3 bolus dose and was unable to get it down. She was on her way to the emergency room. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No error alarms found in the history. Customer did not feel safe wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.